Event description:
It was reported that approximately six years after implantation of a vena cava filter, x-ray imaging demonstrated several detached filter limbs in the ivc, as well as a filter tilt. No intervention was performed. The filter remains implanted. The current patient status is unknown.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.